Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy while waiting for a replacement pump, which was shipped by technical support. Additionally, the caller received instructions on putting the faulty pump into storage mode and understood the return procedure.